Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the detached eyepiece could not be identified. However, it¿s likely the cause is related to excessive use and the effect of a large mechanical force caused by an impact of fall. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the telescope ultra, 10 mm, 30 water got into the device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: eyepiece was detached. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that there was water inside the eyepiece and the eyepiece was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.